Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was observed that the attachment device was noisy and was stuck. There were no delays to the surgical procedure. A spare device was not available for use. It was reported that the veterinarian completed the surgery without incident. It was reported that after the procedure, during usual cleaning, it was observed that the device got stuck. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that during a veterinary osteotomy surgery it was observed that the small battery drive device was noisy and the insertion. According to the report, the wires and the saw attachment device got stuck. It was reported that it was possible to complete the surgery. The reporter also stated that at the end of the surgery, while the instruments were being cleaned, it was observed that the saw attachment device was broken. The catalog number and lot number were documented as unknown in the initial report. The brand name, common device name, device product code and 510k number were updated to reflect updated information. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated to nov 5, 2003. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was broken and torn off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The catalog number and lot number were unknown. Therefore, the brand name, common device name, and device product code were unknown. The manufacturing location was unknown. The device manufacture date is unknown. The contact's telephone number was provided as: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.